Event description:
The patient reported that their pump was implanted just below their breast, the incision. The pump rubbed against their pelvic bone when they tied their shoes. Their healthcare provider (hcp) implanted at that location because they needed to anchor it to something. The patient stated they could not breathe unless they were arching their back or if they were lying down, otherwise the rubbing caused them pain. The patient indicated they had a harness or strap to hold the pump in place. The patient believed that they might be exhibiting signs of overdose from the medication in their pump. They were dizzy, had a loss of balance, had headaches like a migraine, had light nausea, and it was like they were severely drunk all the time as the room was spinning. They stated they slept all day unless they take their attention deficit hyperactivity disorder (adhd) medication. Their adhd medication caused them to sweat and it aggravated the vomiting. The patient had pain in their back and down their leg which may or may not have been related to the pump. They stated they had symptoms since day one, about two weeks ago. The patient noted they were not allergic to the oral dilaudid, though it was unclear if they were taking oral dilaudid at the time of the report. The medication infused was dilaudid. The patient further noted that the room spins when they sit up, and the patient could not drive, could not walk, they vomited all day. Their hcp told them that the catheter was touching the spine and that was why the patient could not walk and was paralyzed. The patient was taking oral medication to get pain relief.

Manufacturer narrative:
Concomitant products: product ID 8590-1, lot # n427900, implanted: (B)(6) 2014, product type accessory; product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).